Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose of 401mg/dl at the time she called to report a weak battery alert on her insulin pump, which she treated with a bolus dose of insulin. She was educated on best practices in terms of battery selection to ensure a longer life. No equipment was returned. No additional information was reported.